Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that a cartridge alarm occurred during insulin delivery and the load sequence. Customer's blood glucose was 251 mg/dl. Customer reverted to using an alternate method of insulin therapy.